Event description:
It was reported a patient developed a dvt within the left lower leg seven days after the procedure. The dvt was resolved with eliquis. No further information is available.

Manufacturer narrative:
(B)(4), procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. Additional associated products & mdrs: 42504606601 femur cemented standard left size 9 lot# 64890211, MDR: 0001822565-2024-00515. 42560113514 stem extension straight splined uncemented 14mmdia 135mm lot# 64911523, MDR: 0001822565-2024-00520. 42556806605 femoral posterior augment cemented size 9, 9+ 5mm lot# 64911460, MDR: 0001822565-2024-00519. 42542007901 tibia fixed cemented left size g lot# 64817981, MDR: 0001822565-2024-00516. 42512800912 articular surface fxd bearing constrained condylar knee l 12mm lot# 64709590, MDR: 0001822565-2024-00517. 42560007514 stem extension tapered cemented 14mm dia +75mm lot# 64769750, MDR: 0001822565-2024-00518. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.